Manufacturer narrative:
Combination product: yes.

Event description:
This lead was explanted due to suspected fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.

Event description:
This lead was explanted due to suspected fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found capped 48 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment. The returned lead fragment was analyzed. Several cuts along the insulation were found, which probably occurred during the extraction procedure. The inspection revealed that the insulation was, apart from the present cuts, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. Damages such as deformed shock coils and fixation helix probably resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.